Manufacturer narrative:
Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: synergy megatron mr ous 4.00 x 12mm stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. A visual and tactile inspection identified a kink on the hypotube shaft, 42cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit, and the balloon was inflated. The stent was deployed at 16 atmospheres and deflated without issue. The encore device verified before and after use using the druck gauge. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of 'cause not established' due to insufficient information and that no issue was noted with the stent or the distal section of the device. Functional testing could inflate and deploy the stent at its rated burst pressure of 16 atmospheres with deflation also proceeding without issues. Based on the available information and considering that the analysis of the returned device showed no issues with the stent or the distal section of the delivery system, a clear cause for the reported difficulty to position and removing the device cannot be determined at this time. The unreported hypotube kink noted during analysis most likely occurred as a result of an unintentional use error but the stage of procedure at which it occurred (during procedure/handling post procedure) cannot be established.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in a coronary artery. A 4.00 x 12mm synergy megatron drug-eluting stent was selected for use. However, the stent could not be deployed as it was not smooth enough to position. The stent was caught in the artery and felt lumpy. There were no patient complications.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in a coronary artery. A 4.00 x 12mm synergy megatron drug-eluting stent was selected for use. However, the stent could not be deployed as it was not smooth enough to position. The stent was caught in the artery and felt lumpy. There were no patient complications.